Event description:
Swan-ganz catheter thermistor not registering pt's blood temperature. Without the pt's blood temperature, cardiac output cannot be obtained. Since 11/15/92, in the afternoon, a pt has had two swan-ganz catheters inserted because the pt's blood temperature could not be obtained. The catheters function for less than 24 hrs, then the pulmonary artery tracings disappear and reappear, and finally the pt's blood temperature stops registering. All hemodynamic monitoring equipment has been changed to ensure it was not the equipment. In all cases, the problem resolves with the reinsertion of a new swan-ganz catheter. Complainant reports that a different lot was used and worked fine.